Manufacturer narrative:
A medtronic representative recalibrated left and right side trackers and they are within spec. No patient files/scans have been returned to manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the surgeon alleged an inaccuracy. The surgeon began by placing all the screws on the left side first. Accuracy was good. When the surgeon began the right side, the 5-6cm inaccuracy became evident as the surgeon moved away from the frame. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Due to information received on (B)(4) 2013, this should have been reported as an adverse event due to the fact that a screw's placement had to be adjusted. The surgeon continued the case utilizing fluoro to move the screw that he felt needed to be adjusted. He is aware that frame proximity to the intended levels is a factor in achieving optimal accuracy. A medtronic representative recalibrated all o-arm trackers and reloaded the software on them as well. Simulated use testing with instruments from the site and using a another s7 system found that when the gray navlock was brought into tracking view of the camera it would stay accurate until it was very close to the frame. When either one of the markers was covered up, it would go to a yellow status or both instrument and frame would go yellow or red status and stop navigating. There was a small 2-3 mm deviance as the navlock tracker was rotated in relation to the frame. Another gray navlock was brought in to test and demonstrated similar behavior. The simulated use testing deviance was never as large as that reported by the surgeon. Unable to determine root cause without further information since the behavior cannot be replicated. User technique of frame placement may have contributed to the reported event. It was suggested to the surgeon that he clamp the reference frame on a level below and angle the post and the frame more toward the camera to get better separation of the frame to the instrument during tracking. The surgeon has been educated on multiple navigation system setup techniques that may help him achieve optimal accuracy. Surgeon has had three successful cases with no issues by following the suggested techniques. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.